Event description:
In 2006 the lay user/patient contacted lifescan alleging that his one touch ultra2 would not count down after he applied the blood sample. The medical affairs specialist (mas) sent a letter since the patient cannot be reached by telephone on two separate days. The mas listened to the call between the patient and the customer care advocate (cca) to obtain/verify the following information. In 2006 (unspecified time), the patient was feeling dizzy and could not see what he was doing so he did not try testing on his meter before or during his symptoms. The patient denied testing on any other devices at home, before his friend contacted emergency services. Around 6pm, the patient was taken to the emergency room and admitted to the hospital (intensive care unit). The patient stated that he was in a "diabetic coma" for 3.5 days. The patient stated that the hospital got his blood sugar level down and treated him with IV fluids along with other treatments that he was unable to specify. The patient obtained a "302 mg/dl" at the hospital, but did not specify the date/time of the test. The patient was released from the hospital 7 days later. It would be helpful to obtain the following: how long the patient was unable to test on his meter, his testing frequency, when his symptoms started, if the patient made any recent changes to his diabetes care, the patient's diagnosis for his symptoms and treatment he received, and if the patient had any other health conditions. The cca discovered that the patient was using "bd" competitor test strips that were not compatible with the reported meter. The cca walked the patient through a test with the correct test strips and he was able to obtain a "179 mg/dl" meter reading. It is unclear when the patient was unable to test in relation to the development of his symptoms; however, this complaint is being reported because the patient was unable to test and afterwards developed symptoms, which required hospitalization. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.